Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the keypad rubber was undamaged and the pump powered up to an unresponsive keypad. The reported unresponsive keypad complaint was duplicated. The keypad was removed to find no contamination or damage to the button contacts. Unrelated to the original complaint, evidence of moisture corrosion was observed on the display screen inside the pump. The pump cover was removed to find further moisture corrosion to the keypad flex/connector, and to the power printed circuit board.